Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position for biliary drainage during a procedure performed on (B)(6) 2019. Biliary drainage was required due to a pancreatic tumor. According to the complainant, during the procedure, the first flange of the stent failed to expand and the stent moved. The physician deployed the second flange of the stent inside the patient to facilitate removal of the stent, and the fully deployed stent was removed using grasping forceps. A second hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.